Event description:
Customer reported that paramedics had to treat him for low blood glucose levels at his home. Customer stated he is a new pump user and has not been eating in order to attempt to fine tune his pump. Customer has had low blood glucose levels off and on since starting on the pump. The time and date were not programmed in the pump until the time of this call. The significance of time and date not being programmed in pump was explanted to the customer.